Event description:
It was reported that the patient underwent a revision procedure due to the device not working resulting from right cylinder hole; the hole was identified during diagnostic testing with an inflatable penile prosthesis (ipp). The ipp cylinder and pump was explanted and a new ipp cylinder and pump was implanted. The patient got well following the procedure.

Manufacturer narrative:
Cylinder analysis: the returned device was analyzed and the reported allegations of cylinder hole and device not working was confirmed. Based on a review of all available information, a leak was found in the cylinder body, this leak was consistent with sharp instrument damage another pinhole was identified is the cause of the fluid loss.based on this investigation, the investigation conclusion code of unintended use error caused or contributed to event was chosen because the reported perforation was confirmed, and the most probable cause for the perforation was identified to be unintentional error. Pump analysis: the returned device was analyzed and the reported allegations of cylinder hole and device not working was confirmed. Based on a review of all available information, the pump failed the activation test therefore, confirmed he device no longer working. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient underwent a revision procedure due to the device not working resulting from right cylinder hole; the hole was identified during diagnostic testing with an inflatable penile prosthesis (ipp). The ipp cylinder and pump was explanted and a new ipp cylinder and pump was implanted. The patient got well following the procedure.